Event description:
Covidien received a report with the following complaint description: "partial obstruction of tracheostomy tube due to herniation of cuff over end of tube. Tracheostomy tube changed. Incident reported to (B)(6). Will feed back to manufacturer and/or (B)(4). We have discussed this incident at our (B)(6) meeting today with a number of the (B)(6) consultants. The end result of the discussions is that we are going to investigate if there are any alternative products that would be able to replace this design and make. Until then we are going to continue to use the items - they are very infrequently used anyway - but exercise caution. There are some patient factors that could have influenced this incident, but we agree it should be fed back to the manufacturer and (B)(4). I am afraid I was unable to locate the batch/serial number for this device." Covidien is attempting to collect further details relative to the product ID associated to this report and further details surrounding the circumstances of this specific event.

Manufacturer narrative:
(B)(4). Covidien is in the process of obtaining the failed sample and further information surrounding the circumstances of this report. If the sample becomes available, a supplemental report will be provided.